Manufacturer narrative:
Testing and investigation found the device displayed a s205 (backup battery) malfunction alarm code. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported after the device was powered on, the device alarmed with a s205 (backup battery) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a s205 (backup battery) malfunction alarm code. Though requested, no additional information was provided.